Event description:
Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose between 400 mg/dl and 500 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and bent cannula. Customer was hospitalized for three days. Customer was wearing insulin pump at the time of hospitalization. Customer was taken off of insulin pump therapy and was sent home with manual injections. Customer was advised by healthcare professional not to wear pump until fully trained. Customer had appointment for training, and declined troubleshooting for bent cannula. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.